Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump makes the customer "restart it frequently by plugging it in the wall and putting it in sleep mode in order for it to continue to work properly¿. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.